Manufacturer narrative:
The technician investigated and found the bed exit functions as designed. No repair was needed. Based on this information, no further action is required.

Event description:
The technician stated the account reported the bed exit was not functioning. The bed is located in the facilities bed shop. There is no patient/user injury reported. (B)(4).